Event description:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check (puc). There was no patient involvement. The service engineer concluded that the inspiratory pipe leaked air and that the safety valve pull magnet was defective. After replacement, the ventilator was returned to the customer after passed functional tests. No part was returned for further investigation. The evaluation of received device logs shows that both internal leakage and safety valve tests failed during puc. No technical errors were generated in conjunction with this. A problem with the inspiratory pipe/section may lead to leakage and insufficient ventilation. Will be detected during pre-use check. A problem with the safety valve pull magnet may lead to high pressure (or leakage). Alarms will be generated. The conclusion is that the inspiratory pipe and safety valve pull magnet were replaced which solved the reported problem. As no faulty part was returned for investigation, the root cause could not be determined.